Event description:
Her meter was reading low. While troubleshooting, the customer had normal control test results that were low. The customer did not allege any adverse events due to the low readings. The meter and strips were returned for evaluation, and replacement products were sent. When the meter arrived in the qa lab, it was discovered the meter was set in mmol/l.